Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure endometrial ablation. The physician reported difficulty in removing the device from the cavity. A post hysteroscopy confirmed a uterine perforation at the fundus and the procedure was aborted. During follow-up in 2009, it was reported that the perforation was not treated and the pt was discharged. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were done just prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of this novasure system cannot be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficulty to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Should we receive the complaint device, a supplemental medwatch will be filed.